Event description:
While wearing the external equipment, the patient reportedly experienced sound perception problems and intermittencies followed by lose of lock. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. On june 13, 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted.